Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of the coulter ac*t diff 2 analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing ppe consisting of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to the leak.

Manufacturer narrative:
A bec field service engineer (fse) troubleshot the issue with the customer over the phone. The customer stated that there was a leak at the probe of the instrument. The fse instructed the customer to clean the probe wipe. After cleaning the probe wipe the instrument was running without any leaks. Failure mode: the cause of the leak was the probe wipe. Per product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).